Event description:
The advocate reported her daughter received a blood glucose reading below 20mg/dl on the contour next link meter, re-tested on a different meter and the reading was 300mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Test strips are expected to be returned for evaluation. Replacement strips and meter were sent to the customer.